Manufacturer narrative:
Follow-up # 1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings:a review of pump history revealed a low battery warning due to low voltage. The pump powered on normally and was exercised for 5 hours without any overheating or alarms. The pump electrical current draw was tested and confirmed to be less than 1 a. The pump was opened no damage or defects were found to the power flex, battery connections and internal components.

Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Event description:
It was reported that the pump had a short battery life issue (lasted only 2 days) and the battery felt warm. The pump reportedly has no physical damage and the battery cap was securely attached. The reported issues were not resolved with troubleshooting with animas customer support. There was no reported adverse event associated with this complaint. A replacement pump was sent to the patient.